Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was ¿high¿; bg cause was due to delivering a bolus too small to cover for the carbohydrates consumed. An additional bolus was delivered and a manual injection was administered to address bg. Reportedly, the customer continued to use the pump and had an alternate method of insulin therapy available.